Event description:
On 5/29/1999 pt presented to ER because of a thumping in their chest. Diagnosed as pacemaker lead malfunction. Surgical removal of old lead done & new lead placed. Intraoperative inspection of the lead showed a break in the lead at the point of suture tie down sleeve.